Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported guide wire separation was confirmed although difficult to position and remove could not be replicated in a testing environment as the reported device was returned separated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located below the knee. The vessel had moderate tortuosity and heavy calcification. After successfully placing the balance middleweight universal guide wire, a 2.0 trek balloon was advanced over the guide wire; however, resistance was felt and it stopped advancing. As the balloon catheter and the guide wire were stuck together, they were removed together from the anatomy, at which time it was observed that the guide wire had separated leaving about 12 inches of the distal end in the anatomy. A snare device was used to capture and retrieve the separated segment of guide wire successfully. A new guide wire was advanced for completion of the procedure. The same 2.0 trek balloon was advanced over the guide wire, this time without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.